Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the implantable pulse generator (ipg) exhibited a sensing problem and a pacing problem with dropped ventricular beats noted on telemetry. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.